Event description:
The device was returned to the manufacturer after the patient was found dead at home due to a possible arrhythmia. The device was analyzed and subsequently tested out of specification. There is no allegation that the death was device related. The patient was not pacemaker dependent. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. Other: the device was returned to the manufacturer after the patient was found dead at home due to a possible arrhythmia. The device was analyzed and subsequently tested out of specification. There is no allegation that the death was device related. The patient was not pacemaker dependent. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications.